Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated that they had an accident on oct 17th, where they fell. The patient stated that they were in the hospital for 6 days and then was moved to a nursing facility for rehab. The patient mentioned that they just got out of rehab on saturday and now they were back in the emergency room (ER) because they were having a lot of pain, discomfort, pins and needles in both feet, pressure, and a burning sensation from the waist down. Patient services asked if the patient had tried to bolus and the patient stated that they have a personal therapy manager (ptm) but was not set up for bolus yet. The patient was redirected to their healthcare provider to further address the issue. The patient also mentioned having magnetic resonance imaging (MRI) after the fall but was unable to complete the MRI due to the patient feeling a burning sensation around the pump site. The patient stated that the hospital they are at now wanted to do another MRI, but were not wanting to without a local mdt representative present. Patient services informed the patient of the process of paging a representative. The patient also mentioned a representative was supposed to come after the first MRI but no one showed up.